Event description:
Unintentional delivery reported: it was reported that a patient received a bolus delivery of morphine sulfate when the nurse was attempting to resolve a "check syringe" alarm and was manually manipulating the syringe/vial without clamping the tubing. The pump was infusing in the continuous plus pca mode of delivery (1.0mg/ml, 1.0mg/hr, pca dose and lockout not recalled). The pump alarmed "check syringe" three times before resolution was accomplished. Since the tubing was not clamped as the nurse adjusted the syringe/vial, the patient received an estimated 3.0mg/3.0ml bolus based on a visual inspection of the volume in the syringe/vial. There was no patient harm and no signs or symptoms of oversedation reported. Though requested, there was no additional information available.